Event description:
During regular follow up, high impedance was noted. Chest x-ray revealed externalized conductors. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.